Event description:
It was reported that during unpacking of the 3.0x38 rx xience prime stent delivery system (sds) the shaft was kinked and noted to be broken. While attempting to remove the sds, the shaft separated in two pieces. The device was not used and there was no patient involvement. The device was replaced with a new 3.0 x 38 rx xience prime stent delivery system. There was no significant clinical delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Device evaluation: the shaft was separated 4 cm distal to the strain relief tubing, thus, confirming the incident. A review of the lot history record for the reported lot revealed no non-conformances related to the reported event, indicating all lot release testing met acceptance criteria. A query of the complaint-handling database indicated there are no similar incidents reported from this lot. Based on the investigation, no product deficiency was identified.